Event description:
It was reported that the patient was inserted 40cc iabp intraop to assist with coronary perfusion. Iabp was inserted with toe guidance and tips confirmed in the correct position. The proximal end of iabp was secured in place with stitch. The distal part was secured with provided clips (as opposed to suturing in place). Cxr post op - iabp was in the correct position and worked well. Post op day 2 - overnight, there was an increased lactate and decreased urine output. The patient experienced hypoglycemia, deranged liver, renal function and raised amylase. There was a concern about bowel ischemia. The patient's abdominal CT was performed and there was no obvious ischemia, however iabp was found in the abdominal aorta. The patient was inspected. The distal clip of the iabp was disconnected, leading to the iabp slipping down. Iabp was removed and after the patient's health improved (urine output increased, lfts normalized).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.